Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent right ventricular (rv) lead revision due to high thresholds and poor sensing. Patient had exercised shortly after the device was implanted, causing the lead to retract. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.